Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the steerable guide catheter (sgc) was advanced within the patient and passed through the atrial septum when the guidewire tip was inadvertently steered into the left atrium appendage and punctured it. A pericardial effusion developed, the patient's vitals remained stable. The procedure was discontinued, the sgc was removed from the patient. The final mr remained at grade 4+. There were no clinically significant delays reported.